Event description:
Revision surgery - due to the patient suffering form a failed rotator cuff; post total shoulder arthroplasty (tsa) in 2011. The surgeon removed the turon glenoid head and neck components; the patient was converted to a reverse with a turon modular adapter.

Manufacturer narrative:
The reason for this revision surgery was identified as instability, failed rotator cup, after 2.5 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability, failed rotator cuff, was not reported and could not be determined with confidence. The reason for this revision surgery was identified as instability after 2.5 years of patient use.